Event description:
Wife of home patient (hp) reported patient line disconnected from the homechoice set during treatment phase drain 2 of 3. Hp stopped treatment at time of 2240 alarm. Hp was hospitalized for peritonitis two days later. Rn does not know if the cause fo the infection was due to this incident or not.